Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported that it occurred in approximately 1996 or 1997. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address recurrent dislocation as a result of cup positioning.